Event description:
It was reported that a spectrum infusion pump's door was not recognizing close open with tubing during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, "door not recognizing close open with tubing" was able to be reproduced. A review of the event history log revealed a single "shut door - power off" message. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the lower aux was not functioning as intended. The lower aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.